Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that once in the vein, blood begins to flow but stops abruptly. We are currently using your 2.7 ml sodium citrate for our nih-funded clinical trial, ignite. We've had significant issues recently collecting blood in these tubes specifically. Once in the vein, blood begins to flow but stops abruptly. At times we have tried up to 8 different tubes within a pack and rarely get one that works. All of bd tubes work seamlessly with the same stick, so we believe there is an issue with the tube.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that once in the vein, blood begins to flow but stops abruptly. We are currently using your 2.7 ml sodium citrate for our nih-funded clinical trial, ignite. We've had significant issues recently collecting blood in these tubes specifically. Once in the vein, blood begins to flow but stops abruptly. At times we have tried up to 8 different tubes within a pack and rarely get one that works. All of bd tubes work seamlessly with the same stick, so we believe there is an issue with the tube.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/20/2021. H.6. Investigation: bd received 3 samples from the customer in support of this complaint. The 3 sample tubes, along with 10 retention samples of the bd inventory, were functionally tested and the customer's indicated failure mode of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the sample and retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.